Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2010. The needle broke inside the uterine wall while the surgeon was suturing. The needle was retrieved during the same procedure. No adverse patient consequences were reported.

Manufacturer narrative:
(B)(4). (B)(4). Results: the actual returned device was evaluated. The visual inspection of the incriminated sample returned shows needle holder marks on the needle and around the breakage area. Conclusion: the device info for use cautions the use that "care should be taken to avoid damage from handling. Avoid crushing or crimping damage due to application of surgical instruments such as forceps or needle holders". In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.